Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise episodes. The noise could be reproduced but inconsistently. All other electrical lead measurements were normal. The patient was in poor health which prevented immediate surgical intervention. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).